Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 377745, lot# j0555601v, implanted: (B)(6) 2005, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005 product type: programmer, patient. Product ID: 377745, lot# n0049295, implanted: (B)(6) 2005, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3887-33, lot# j0421472v, implanted: (B)(6) 2004, product type: lead. Product ID: 3887-33, lot# j0349338v, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient stopped feeling stimulation so they stopped using their therapy in 2012. The patient wasn't very active at that time and no falls were reported therefore it was unknown why the patient lost stimulation. The patient met with a manufacturer's representative (rep) who confirmed that two leads were disconnected and told them the leads might not be working or might of had some issues so no stimulation was going to them. The doctor wanted to fix it by replacing the leads but didn't perform any surgeries because the patient had so many other health related issues and was too weak for any kind of surgeries.

Manufacturer narrative:
Concomitant products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 377745, lot# j0555601v, implanted: (B)(6) 2005, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 377745, lot# n0049295, implanted: (B)(6) 2005, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3887-33, lot# j0421472v, implanted: (B)(6) 2004, product type: lead. Product ID: 3887-33, lot# j0349338v, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Analysis determined the ins was at reduced capacity due to overdischarge. Analysis noted that the last recharge session performed while the device was implanted occurred on (B)(6) 2012. The device was recharged for 55 minutes and the battery charged from 3.765v to 3.835v. The battery discharged to the lock mode on (B)(6) 2012. The last patient usage was on (B)(6) 2012. Of note, analysis found no significant anomaly with either extensions; the products were cut through and segmented. No other products were returned.

Event description:
The implantable neurostimulator (ins) and extensions were returned by a funeral home. The devices were removed from decedent in compliance with cremation. Refer to manufacturer report # 3004209178-2015-14419 in regards to patient's death on (B)(6) 2015.

Event description:
A consumer reported that a manufacturer's representative notified them two to three years prior to the report that there was an issue with the leads being disconnected. Should additional information be received, a follow up report will be sent out.